Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced change sensor alarm and bent sensor cannula. The customer's blood glucose reading was reading 76 mg/dl when it was 246 mg/dl. The customer stated that the sensor was suspended. The customer stated that bad sensor alert occurred after a second consecutive cal error. The sensor was returned for analysis.

Manufacturer narrative:
Evaluated one sensor and perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.